Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation determined that the reported events were most likely due the combination of circuit leaks and a software issue. The device software was upgraded to address this issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and displayed a system fault (sf101) error message indicating an incorrect outlet pressure measurement. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. A review of the device data logs confirmed ventilation stop events and a single occurrence of system fault sf101 in the device. Based on all evidence and previous investigations of similar complaints, the investigation determined that the ventilation stop events and sf101 were most likely due to contamination in the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device stopped ventilation and displayed a system fault (sf101) error message indicating an incorrect outlet pressure measurement. There was no patient injury reported as a result of this incident.